Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose result of 602 mg/dl that triggered the critical rerun feature on the instrument. Rerun of original sample yielded a result of 691 mg/dl and was reported out of laboratory. Patient treatment was not affected.

Manufacturer narrative:
Local field service engineer (fse) replaced the sample probe. No other information is available. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.